Event description:
Three separate events occurred while using three separate baxter ipump pain pumps. The pumps had been sent to our hosp defaults but while in use they reverted to factory defaults automatically instead of reverting to (B)(6) hosp defaults. No adverse pt outcomes. The pumps were purchased on (B)(6) 2011 from (B)(6). I pain mgmt pumps involved were: (B)(4).